Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose at night in association with dinner announcements while using the ilet system, despite confidence in accurate carbohydrate entry; the user skipped a dinner announcement on a subsequent evening and did not experience low glucose. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction or component issue, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.